Event description:
It was reported that the customer had high blood glucose levels of 360 mg/dl. The customer reportedly treated with a bolus from the insulin pump. The customer also reported several cracks on the reservoir compartment of the insulin pump. Troubleshooting was done. The customer reported that the cracks on the insulin pump were caused by normal wear and tear. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had a cracked display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, cracked case at the reservoir tube window corners, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.